Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose level was 521 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.